Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual examination of the device found melted insulation on both the a+b jaws on the left side as viewed from the top of the b-jaw. Part of the insulation appears to be missing. The customer reported the device was difficult to activate. The reported condition was confirmed. The device failed the cut test because the knife was stuck and did not advance. After cleaning the device, the knife advanced smoothly. The device failed close circuit resistance testing and produced a re-grasp alarm when activated on simulated tissue while grasping with the tips. The failure mode appears to be a simultaneous short circuit of both the a and b jaw seal plates on the left side of both jaws. Because the melted and missing insulation is nearly equal on the left side of the b-jaw and the left side of the a-jaw, it appears that both jaws were simultaneously shorted across by contacting an outside conducting object such as a hemostat, another device, or a nearby staple. The heat from this direct short melted off the insulation where the contact occurred. The molten material became stuck in the knife track groove, hindering the knife movement. The incident appeared to have damaged the ceramic dots, causing the resistance failure. During manufacturing, the device is tested 100% for resistance and jaw gap. The successfully completed seals and the testing performed during manufacturing indicates this failure was not a manufacturing defect. The investigation identified the root cause of the reported event to be the user contacting an outside conductive object causing a direct short across the jaws. The heat from this short caused the insulation to melt. The IFU states: contact between an active instrument electrode and any metal object (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of initial report: 12/01/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a lapg procedure resistance was felt while dissecting the ninth vessel and the issue was not solved by cleaning the jaws. There was no issue with the device sealing function. A new device was used to continue. There was no patient harm. Upon receipt at covidien, initial investigation discovered the plastic on the device was partially melted and a part was missing. The customer already noted that nothing fell into the patient cavity.